Event description:
The caller stated that they rec'd an m8sct tracheostomy tube with the wrong curve. The pt was recannulated with an older tracheostomy tube.

Manufacturer narrative:
The sample associated to this report is currently in transit to the mfg site for investigation. If significant info is identified from the investigation, a summary of the findings will be provided in a supplemental report.